Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The orbital and rotational potentiometers were replaced. The power cord was replaced. The system is operating as intended.

Event description:
The customer reported motion error messages on the 9900 system. No patient injury was reported.